Manufacturer narrative:
The cause of the reported incident is consistent with user error.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Reportedly, the patient had not used the scs system in approximately 2-3 years and battery depleted. Stimulation therapy was reportedly restored postoperatively.